Event description:
A nurse reported the unit shut down on its own before a vitrectomy procedure. There was no patient involvement.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The power supply and a cable were replaced as a preventative measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 12, 2006. Based on qa assessment, the product met specifications at the time of release. The power supply and footswitch cable were received for evaluation. The returned samples were not evaluated as they were replaced as a preventative measure. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).